Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing noise and inappropriate mode switch and undersensing. No intervention was performed. There were no patient consequences.